Event description:
It was reported that diagnostics revealed high impedance on the lead, due to which the patient experienced difficulties adjusting programs. As such, surgical intervention took place on (B)(6) 2022 wherein the lead was explanted and replaced with a new lead resolving the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated.reporter phone number: (B)(6).

Manufacturer narrative:
The report event of high impedances was confirmed. As received, visual inspection showed the returned lead found some kinks on the outer tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.